Event description:
A peritoneal dialysis pt was reported that dialysis solution was leaking out of the cassette and into the cycler. Pt was in drain three of four of treatment. Pt did not receive any prophylactic antibiotics and has had no adverse effects. Sample was discarded by the pt; sample is not available.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lost of this product shipped to the customer within one month prior to the date of event. Batch records for the lot identified were reviewed and confirmed there were no deviations or nonconformances during the manufacturing process.